Event description:
The user facility reported that significant resistance was encountered when the recovery-room nurse attempted to remove the sheath. Follow-up communication with the user facility indicated: an "extremely obese" patient was sent to the recovery-room with the introducer sheath left in-place after completion of a right heart catheterization procedure; the recovery-room nurse encountered significant resistance when she attempted to remove the sheath; an interventional radiologist was called in to assist in the removal; a "skin nick" was made to enlarge the insertion site, which allowed successful removal of the sheath; upon removal, the sheath was reported to be "kinked" and "shredded"; and the patient condition was reported to be "okay."

Manufacturer narrative:
Results and conclusions- is based upon evaluation of user facility information and the returned sample; is based upon reserve sample evaluation. The failure investigation was based on assessment of user facility information, the returned sample, and representative retained samples. Visual evaluation confirmed that the returned sheath had been kinked in several areas and had been partially torn open approximately 3-cm from the hub. Inspection of retained samples from the reported lot and surrounding lots confirmed that there were no defects or anomalies. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause for this report cannot be definitively determined, there is no indication that it was related to a product defect or malfunction. The event description and the returned sample appearance are most consistent with damage caused by continuing to manipulate the device against resistance. In this event it seems likely that resistance may have been encountered first during the insertion process as the sheath was manipulated into the vessel, and then, during the removal attempts. The device labeling does address the potential for such an event in the instructions-for use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.